Manufacturer narrative:
The device was discarded, thus no investigation could be completed. Great vessel perforation is a known risk of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to non function. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. Beginning with a 16f glidelight laser sheath, a significant amount of lead on lead binding was noted in the superior vena cava (svc) junction. During use of the glidelight, an injury was detected and rescue efforts began, including rescue balloon and sternotomy. An svc perforation was discovered and repaired. Both leads were removed, a new dual chamber pacemaker was implanted, and the patient survived the procedure. This report captures the 16f glidelight in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.